Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device was exhibiting premature battery depletion. Approximately 6 months ago, the device was estimated to have 1.5 years remaining. There was a decrease in the battery's longevity, and the device had declared end of life (eol). Subsequently, the device was explanted and replaced. No additional adverse effects to the patient were reported. Additional information: despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations.

Manufacturer narrative:
At the present time, it is unknown as to whether the device will be returning for analysis. A request has been sent for device return. Should additional information become available, this report will be updated. (B)(4).

Event description:
It was reported that the device was exhibiting premature battery depletion. Approximately 6 months ago, the device was estimated to have 1.5 years remaining. There was a decrease in the battery's longevity, and the device had declared eol (end of life). Subsequently, the device was explanted and replaced. No adverse effects to the patient were reported.